Manufacturer narrative:
A product development investigation was performed for the subject device (small hexagonal screwdriver with holding sleeve, part number 314.02, lot number 2657148). The returned screwdriver was received without the holding sleeve component. The complaint condition of stripped is confirmed. The distal tip shows significant wear and rounded edges. No fracture or breakage was observed when visually inspected under 10x magnification as the electropolished material surface was uniform/not sheared off/exposed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, however it is most likely that the damage occurred due to heavy usage over time. The tip of the returned small hexagonal screwdriver with holding sleeve was found to have round edges which seem to have occurred due to repetitive use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. It is unknown when the tip broke. Device is an instrument and is not implanted / explanted. No service history review can be performed as part # 314.02 with lot # 2657148 is a lot/batch controlled item. The manufacture date of this item is nov 16, 2010. The source of the manufacture date is the release to warehouse date. The service history review device history records review was completed for part # 314.02 with lot # 2657148. Manufacturing location: (B)(4), manufacturing date: oct 26, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the item was worn. The repair technician reported the hexagonal tip was worn. Worn out part is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair reported that an unknown procedure was performed on (B)(6) 2016. During the surgery, surgeon noticed that the tip of the hexagonal screwdriver was worn. Surgeon ended up using a back-up screwdriver to complete the procedure successfully without any surgical delay. Patient status was reported stable after the procedure. Device was returned to the manufacturer and upon initial engineering assessment, it was noted that in addition to the reported wear, the tip of the screwdriver was broken with small fragments missing. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).